Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an issue with universal surgical manipulator (usm) 2. Customer kept encountering a fault on usm 2 despite multiple recovering attempts. Technical support engineer (tse) reviewed the logs and confirmed the issue. Tse walked the customer through a hard power cycle of the patient side cart (psc) but the issue remained. Tse advised to prevent the usm from faulting during the case it would need to be disabled. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the error 32101 was found on the axes controller spar (acs) with p2=16 indicating the insertion encoder fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.